Event description:
It was reported that, during a procedure, a fiber was burned at the base, another fiber was used in order to complete the procedure. There were no patient complications reported.

Event description:
It was reported that, during a ureteral laser lithotripsy procedure, the device stopped emitting energy, and a burning smell was perceived. Upon inspection, it was found that the fiber was burn on the connector, another fiber was used in order to complete the procedure. There were no patient complications, or any harms reported.

Event description:
It was reported that, during a ureteral laser lithotripsy procedure, the device stopped emitting energy, and a burning smell was noted. Upon inspection, it was found that the fiber was burned on the connector, another fiber was used in order to complete the procedure. There were no patient complications, or any harms reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was received broken in four pieces, with the exposed glass tip degraded. Additionally, there was no light present from the sma connector, and the connector had burn marks on the face. The investigation conclusion code assigned is cause traced to component failure which indicates expected or random component failure without any design or manufacturing issue.